Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient did not know if the battery in their body was working "as good." They had more leakage, and had to wear bladder control underwear. They had accidents at night where they could ring out the bladder control underwear. They used to be able to hold their urine. Now if they were climbing the stairs, they were saying, "don't fail me now." The patient said the neurosurgeon was not familiar with the product, they just knew how to implant the system. The patient wanted to know how they would know when the system needed to be replaced. They had been on program 2 and changed it to program 1 at 4.8 volts. When asked when they had the return of symptoms, they said it was probably half a year. The caller was walked through checking their settings and their stimulation was on. There was no icon indicating low stimulator battery on the patient programmer. T hey were redirected to their healthcare provider to further address the issue. They were advised it would be good to find out how much battery they had left, as they could be nearing the end of the life of the battery. They were also told they could increase the stimulation. The patient increased the stimulation until they felt it. They were going to monitor their symptoms and see if they improved and call the doctor after memorial day weekend. The patient's relevant medical history included they had a broken pelvis (the pubis ramus), and it was not solid yet (not alleged to be related to device/therapy). They had been in rehabilitation and were using a cane. They had irritable bowel syndrome disease (ibsd) and said that is was medical and they knew they could not control the bowel (not alleged to be related to device/therapy). Additional information was received from the patient. They stated that they were watching for notice icon, but the issue was not resolved yet. When asked what steps would be taken to resolve the issue, they responded, "hopefully replace internal battery pack." They reported that their doctor 'did wiring but knows nothing about' the device and "years ago said wasn't sure could in same place." They stated that device removal was planned, not just due to a normally depleted ins, but the date was not known. They noted that the current status of the device was, "been in 7 yrs."